Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint was re-opened (previously (B)(4)) following receipt of additional information. A review of the information identified no additional investigational inputs. No further investigation was required and no changes were required to the previous investigation conclusions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Persistent hip pain. (B)(6) 2006; (B)(6) 2012; right hip.

Manufacturer narrative:
(B)(4). The complaint was re-opened (previously dint 23654) following receipt of additional information. A review of the information identified no additional investigational inputs. No further investigation was required and no changes were required to the previous investigation conclusions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.